Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. The philips remote service engineer (rse) checked the system remotely and the customer stated that the system would not boot and did not exhibit symptoms. The breakers were checked and found one breaker was tripped, but it was unclear which one. The review of system log files showed malfunction of the pdu (power distribution unit) fan tray and dcps (dc power supply). Upon performing the troubleshooting, the field service engineer (fse) replaced pdu fan tray and dcps to resolve the issue. The defective part was returned for further analysis. The supplier's part analysis conclusively determined the cause of the pdu fan tray failure was due to defective power supply unit (psu) 1, psu4 and psu cm detectors output cable. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.